Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited noise. It was later determined that the device was observing electromagnetic interference. The device was reprogrammed. It was later noted that the rv lead exhibited noise and sensing integrity counter (sic). The right atrial (ra) lead also exhibited far field r-wave (ffrw) oversensing. Reprogramming is planned and the system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.